Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a corneal descemet detachment during laser assisted cataract surgery. While the second incision was being made, bubbles were noted in the descemet resulting in the detachment. The surgery was completed without further complications. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The root cause cannot be determined conclusively. (B)(4).